Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine check initial interrogation and programming went well until an attempt was made to cancel the lead impedance monitoring function. The message position head was contin- ually displayed and attempts at emergency vvi and return to standard were unsuccessful. The device could not be inter- rogated and telemetry could not be established.